Manufacturer narrative:
Visual and functional testing of the returned introducer revealed no leaks or blockages. Add'l visual inspection of the internal seals revealed proper alignment and no damage noted. The stopcock functioned as designed; no leaks or blockages were detected. The cause of the reported event could not be determined. Review of the device history record confirmed the lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: (B)(6) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported the introducer was inserted into the pt without difficulty. The physician attempted to aspirate blood from the sheath via the three way stopcock but was unsuccessful. The sheath was then exchanged and it was possible to aspirate blood from the sheath. Following this, an ultrasound was performed which revealed a pericardial effusion.